Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 38 mg/dl and the current blood glucose was 52 mg/dl and other blood glucose value given as 107 mg/dl. The customer was not using auto mode function at the time of the event. The customer treated low blood glucose with food, glucose tablets. The symptoms related to low blood glucose were mental confusion and inability to follow simple commands. The customer also stated that, the insulin pump had frozen display screen and performed self-test and was passed. The insulin pump will not be returned for analysis.